Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the nurse stating the cause of the posterior chamber rent was because the patient had a posterior polar cataract.

Manufacturer narrative:
Additional information was provided which indicated an approved cartridge was used with an unspecified handpiece and two viscoelastics. Only one of the reported viscoelastics is qualified for use with this lens/cartridge combination. Not enough information was provided to conduct a review on the cartridge lot. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by fax, and e-mail. A completed questionnaire was received. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) that was inserted and removed same day due to a posterior chamber (pc) rent, and the iol would not center. There was an enlarged incision made to remove the lens. Additional information was requested.